Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported two vitrectomy probes did not actuate during a vitrectomy phrase of a cataract/vitrectomy procedure of a patient. A third vitrectomy probe was obtained and the procedure was completed. The condition of the aspiration was not known. There was no harm to the patient. This file is for the second vitrectomy probe.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material on the port face, inner cutter, and tip of the probe needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be non-conforming for actuation and aspiration with the inner cutter remaining in the port of the probe needle during testing. The cut functionality of the probe was unable to be tested due to the actuation non-conformance. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. Presence of adhesive was observed on the extension. Wear marks were observed at one location along the length of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The cause of the aspiration failure is the cutter remaining in the port of the needle due to the actuation failure, obstructing aspiration flow through the probe. The root cause for the actuation failure is the separation of components within the probe. It appears that during surgery the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).